Manufacturer narrative:
Device is a combination product. Device technical analysis: promus premier select ous mr 28 x 3.00 stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break located at 366mm distal to the distal end of the strain relief as well as multiple kinks either side of the breaking site. A visual examination of the outer and inner lumen and mid-shaft section found no issues.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the non-tortuous and mildly calcified left circumflex artery. A 28 x 3.00 promus premier select drug-eluting stent was advanced but failed to cross the lesion. During procedure, it was found that the shaft broke inside the patient while crossing the lesion. No unusual resistance advancing the device was encountered. The procedure was completed with the same device. No patient complications were reported and the patient status was stable.